Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5927m. Investigation summary: the analysis found that one ec60a device was returned was returned with no apparent damage with three cartridge reloads present. The cartridge reloads were received partially fired 1/16. In addition, the knife was noted to be partially advanced into the anvil, thus the device would not closed. No functional test was performed due to condition of the device. While no conclusion could be reach as to how the knife was partially advanced, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the lobectomy surgery, could not fire with ec60a and ecr60g. Changed another 2 reloads, still could not fire. Finally changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.